Manufacturer narrative:
Investigation results: an ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found that the shaft was kinked and buckled. Functional analysis found that the device shaft bowed during deployment attempt. It was possible to deploy the stent as received. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial stent was to be used in the lungs during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be placed to treat a malignant stricture. Reportedly, the patient¿s anatomy was tortuous and had been dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the catheter bowed and the deployment suture could not be fully released. The partially deployed stent was removed from the patient and photos were taken of the device and showed that the shaft was kinked. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ tracheobronchial stent was to be used in the lungs during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be placed to treat a malignant stricture. Reportedly, the patient¿s anatomy was tortuous and had been dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the catheter bowed and the deployment suture could not be fully released. The partially deployed stent was removed from the patient and photos were taken of the device and showed that the shaft was kinked. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.